Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon inspection, the electrode belt was found to have a damaged trunk cable connector. The external housing was cracked and the connector pins were bent. The electrode belt pins could not successfully mate with the connector. The root cause of the bent connector pins cannot be positively identified but likely resulted from forcefully trying to mate the broken connector with the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his electrode belt would not screw into the top of the monitor. The pt received a replacement electrode belt.